Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1-2 on left eye (os) at 1 day post-operative exam. The patient was treated with topical steroids. One day post op exam: best corrected visual acuity (bcva) is 20/20 os. The surgery center commented on both technicians were brand new to the sterilization techniques on the day of incident date and the surgeon felt the dlk may have been caused by improper sterilization. An amo clinical medical monitor spoke to the treating surgeon and provided clinical support on sterilization techniques to pass on to the surgery center. This is one of two reports.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.